Event description:
Patient has depleted battery and is planning on revision surgery to replace. No further action to be taken. From the call center: regarding my daughter (B)(6). She has a gastric device planted in (B)(6). We are in (B)(6) and we think her device is dead. Can someone help check the viability? I would love to get a card with the serial number for the device.